Event description:
It was reported that stent damage occurred. A 12x90/8fr 75cm wallstent endoprosthesis was selected for use. However, during unpacking of the device, the stent struts were noticed to be kinked and damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a wallstent uni device was returned for analysis. The device was received with the stent fully constrained in the correct position on the device. The investigator successfully deployed the stent without issue and no damage or issues were noted with the deployed stent. A visual examination identified no damage or issues with the tip of the device that could potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that stent damage occurred. A 12x90/8fr 75cm wallstent endoprosthesis was selected for use. However, during unpacking of the device, the stent struts were noticed to be kinked and damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.